Event description:
It was reported that the patient went an extended period of time without recharging the ipg. As such, the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient with an inoperable ipg was reported to abbott. Per the communication hub, the patient charged the device as directed but the device had reached end of life. The device was replaced on 05 april 2022. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information indicates that patient charged the ipg as recommended.